Manufacturer narrative:
The driver was rec'd at the manufacturer for evaluation, but based on the investigation details the reported condition of the device running on its own during usage could not be duplicated. However, corrosion was found inside. Service completed any necessary maintenance or repairs and did a clean, lube, and adjust to the device. The driver was returned to the customer.

Event description:
It was reported that the driver continued to run on its own while being tested prior to the start of a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.